Manufacturer narrative:
E1: event city: (B)(6). Event country: colombia. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient in colombia experienced a completely bent infusion set cannula on day 1 of use at the abdomen, resulting in elevated blood glucose of 374 mg/dl.